Event description:
It was reported to philips that the system had shut down on its own. Upon rebooting, the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.